Event description:
The programmer was returned to the manufacturer due to a noisy fan, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) loose printed circuit board. Cracked display overlay bezel. Fan is noisy.